Event description:
The customer was hospitalized for low bgs. It was reported that the customer had bronchitis. Bgs were 162 at time of bed, and they lost consciousness twice in the middle of the night. Customer was treated the first time, but the paramedics were called out the second time. It was indicated that the customer is under a lot of family stress. Troubleshooting was performed. The programming and bolus history were accurate. However, they were unable to access to histories. Suggested customer to call md to discuss possible causes of low bgs.